Manufacturer narrative:
Analysis confirmed normal battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated but not yet begun.

Event description:
It was reported that the during a routine device changeout for elective replacement indicator, the ventricular setscrew would not engage. The device was explanted and replaced.